Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the system fault 74 was a single occurrence and could not be reproduced during in-house testing. The evaluation determined that the device fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device is currently being returned to the design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
During a routine service of the astral device, it was observed that a system fault 74 had occurred. There was no patient injury reported as a result of this incident.